Event description:
Pt reported that they awoke to find that their infusion set cannula had pulled out of their body. Pt's blood glucose was normal, and no treatment was received. Pt stated that this has happened several times with this lot of infusion sets.